Event description:
Pt with a history of gastroesophageal reflux disease and arthroscopic repair of torn cartilage to the right knee in 2002. The pt stated that they were taking celebrex (dose regimen unk) "prior to the cartilage surgery" and was "doing great following the surgery". In 2002, the pt was administered their first synvisc injection in the right knee to "lubricate and prevent tearing of the meniscus," following arthroscopic surgery. The physician did not remove any fluid prior to the injection. "Approximately one week later," the pt experienced "extreme swelling, pain, tightness, and fluid in the knee". Eleven days after the first injection the pt received a second synvisc injection. The physician did not remove any fluid prior to the injection. The pt stated that since that time, they "could hardly work, which involves standing for approximately 8 hours" and "would have to take vicodin for dinner." The pt went to the physician to receive the third synvisc injection, but it was not administered because the knee was still swollen, tight, and painful. The physician gave the pt a depo-medrol injection and noted a small 2-inch by 3-inch mass on their lateral right knee. In 2003, the pt stated they had the "synovial mass removed, that the synvisc had evidently caused." The pt received a second depo-medrol injection because the knee was still swollen, tight, and painful. The pt reported they still cannot walk or go down stairs normally, or bike ride trails, however, they bike 15 minutes 3 times a week, but then they have to take pain medications (unspecified)." At the time of this report, the pt's clinical outcome is unk. Manufacturer's comment: "synvisc is indicated for the treatment of pain in osteoarthritis (oa) of the knee in pts who have failed to respond adequately to conservative nonpharmacologic therapy and simple analgesics, e.g., acetaminophen."